Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that patient had an MRI a few months ago and since then they had been having issues with symptom control. Caller said that they were with the patient and wanted to know if the device was turned on after the MRI. Agent reviewed general use and basic navigation. With instruction, caller connected to implant, reviewed meaning of the screen and confirmed that stimulation is on. Agent reviewed general programming guidance. With instruction, caller increased the setting. Patient will maintain stimulation level and will continue to track symptoms. They confirmed stimulation in bicycle seat area and comfortable. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed with ca ller and patient their managing physician information. Caller said would like to make an appointment to see what healthcare provider thinks about patient's symptoms.